Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as sore and bleeding under the front therapy pad. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed an ointment for the wound. Outcome of the wound is unknown.